Event description:
The customer reported that she was treated twice by the paramedics due to low blood glucose levels. Once on (B)(6), 2010 and again on (B)(6), 2010. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.